Event description:
It was reported that the right atrial lead had oversensing, noted on atrial high rate (ahr) episodes and with device manipulation. When the performance data was reviewed, the lifetime minimum impedance was 156 ohms, but there was no notable low impedance readings. It was also reported that the right ventricular lead had low impedance. Diagnostic testing and trouble-shooting was performed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4503m-53, lead, implanted: (B)(6) 1991. (B)(4).

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed; analysis revealed the ventricular impedance was low. Lead diagnostics showed a short circuit pace count of 22 counts for low pacing impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.